Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp 012021 - the dentist reported that 16 days after dental implant was installed in intraoral region 18#, its non-osseointegration was observed. In addition, immediate load was performed.